Manufacturer narrative:
The device was returned to the cis for analysis. A visual, tactile, microscopic, and dimensional analysis was performed on the device. It was found that the stent was damaged where the proximal stent struts bunched and were discovered to be pulling distally toward the middle section of the balloon. The balloon was not subjected to positive pressure. During the analysis of the returned product, no other device problems were found.

Event description:
It was reported that the stent moved on the balloon. A 3.00 x 48mm synergy xd was advanced for treatment. However, during insertion, it was noticed that the stent bunched up on the delivery balloon and catheter under flouro. The device was successfully removed from the patient, and the procedure was completed with a different device. No patient complications were reported.